Event description:
Additional information received on 5/23/2024 for report mw5152465 to update manufacturer.

Event description:
I took a hair test collected in (B)(6) and sent to kansas lab- quest diagnostics. On the labs website it states cutoff was 500pg and confirmation 500pg. The test I took was initial cutoff 500pg and confirmation 250pg. Additionally the chain of custody was inaccurate as the test has no collection time and their is no shipping and transport information. These tests need to be regulated or taken off the market.